Event description:
An endeavor sprint drug-eluting stent was successfully deployed at lesion 1 in distal lad. Another MFR's 3.5 x 16 mm bms implanted at lesion 2 in mid rca. Major bleeding complication post procedure. Bleeding occurred after removing the femstop without hb loss. Ck, ck/mb or troponin t significantly elevated after the procedure compared to baseline. Mi reported the following day. Location of infarction is anterior. Investigator assessment of event was unstable angina with no relationship to the endeavor sprint stent. Ptca revascularization performed the day after initial stent implant in the diagonal lad. Pt discharged the following day. Mi reported three days post initial stent implant. ECG performed, no new q-wave. No repeat angio or revascularization performed. Location of infarction posterior and lateral. Investigator assessment of event was non-q-wave mi and that there was a possible/probable relationship to the endeavor sprint drug-eluting stent. Pt expired six days post initial stent implant. Assessment of the cause of death was that it was a non-sudden cardiac death. It was reported that the death was associated with the myocardial infarction. There was no evidence of stent thrombosis. Summary of circumstances and cause of death. After transferring pt to referring hosp the pt had refractory angina, treated with ntg and beta blockers. Due to very bad cardiovascular status and severe calcified coronary arteries and severe aortic valve stenosis and dialysis there were no more interventional options. Pt was given palliative treatment. Pt had st depressions in the posterolateral leads, developed mi with ck max of 435 u/l. During the night prior to the pt's death; the pt had hypotension and vt's. Pt a dnr policy that was agreed between pt, his family and the treating physicians. No autopsy report is available. Please note that this device is not distributed in the united states.

Manufacturer narrative:
Death, occlusion, no films, no autopsy report. Secondary intervention.